Event description:
It was reported that the device got contaminated. A mach1 catheter-guide was selected for use. During the procedure, the device was difficult to take out. The device was unpacked forcefully and was dropped into a non-sterile area. The procedure was completed a different device. There was no patient complications reported.